Event description:
End user stated that the hardware for his (B)(4) hydraulic stand-up lift is loose and wobbly. User states he wasn¿t able to tighten anything himself, stated the bolts themselves are worn down and might be causing the wobble. He states he bought it used and has had it about a year. MDR filed.